Manufacturer narrative:
The device was evaluated by ventec where the reported issues of displaying an intermittent "patient circuit disconnected" alarm and inaccurate fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was the efm.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was displaying an intermittent "patient circuit disconnected" alarm and inaccurate fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.